Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was received for evaluation. The event was not confirmed during testing; however, the device was found to be out of specification. 1 device was found to have a damaged component. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device ran without user activation. 1 reported event had no patient involvement; no patient impact.